Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and infusion set. The customer's blood glucose (bg) level was over 300 mg/dl and an insulin injection was administered to address the high bg level. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.